Event description:
On (B)(6) 2012 customer reported that the dxc 600 pro instrument generated a false low chloride (cl) result of 87 mmol/l. Customer stated that the event actually occurred on (B)(6) 2012. The erroneous result was not reported out of the laboratory. Customer stated that upon repeat, the result was 101 mmol/l. Customer also stated that there was fluid in the tray below the ion selective electrode (ise) module at that time. Additional information was requested, but the customer declined to provide. Quality control information was not provided. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and determined that the line 18 check valve was leaking (di h2o). Fse replaced the check valve and verified performance. No further issues were reported.